Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter claimed that on the morning of (B)(6) 2012, the patient had a bg level of '63 mg/dl' at an unspecified time. The patient treated for the bg level and then changed the insertion site. By mid-afternoon that same day, the reporter claimed that the patient's bg read 'hi' on a meter and she was vomiting while at school. The patient reportedly changed her insertion site at that time and by the evening, her bg was still at '560 mg/dl'. The patient reportedly changed her site again and by bedtime, her bg was at '268 mg/dl'. Her symptoms were resolved at that time. The next morning, the patient's bg level had risen to '468 mg/dl'. According to the reporter, the patient changed here site again at that time and a correction bolus was administered. Her bg came down to '406 mg/dl'. At that time, the reporter took the patient off of the pump and injections (lantus and novolog) were administered. The patient informed the reporter that she did not observe having bent cannulas or leaking at the site. The reporter admitted, however, that the patient eats frequently without bolusing. In addition, he admitted that the patient frequently does not eat. At the time of contact with anm, the patient's bg level was at '144 mg/dl'. By that time, the patient had been on injections for about 4 hours. The patient's insulin was not discolored or clumpy. The insulin was being stored correctly and was not expired. Through troubleshooting, the anm representative involved in this contact noted that the patient had not primed since (B)(6) 2012, at 2:27 pm. The anm representative noted also that the prime history did not correlate with the reporter's claim that the patient had done 4 site changes from (B)(6) 2012. The reporter refused to review the pump's basal rates and advanced features. He claimed that the settings were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if a pump issue and/or use-error contributed to the patient's injury. The reporter was unwilling to fully troubleshoot the pump. In addition, there is evidence that the patient possibly did not change sites accordingly during the time of concern as claimed by the reporter.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 8/23/2012. The pump has been returned and evaluated by product analysis on 7/27/2012 with the following findings: no defect was found. No pump conditions or indications of a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specification. The user's daily insulin delivery totals were reviewed from (B)(6) 2012 to end of pump use on (B)(6) 2012 and they correctly reflect the programmed basal rates.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.